Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker implant interventional procedure using a prostyle device. Femoral imaging was not performed. Reportedly, suture deployment was successful. When attempting to remove the device, it got stuck. The physician cycled the lever of the device, in an attempt to identify the cause of the device being stuck. Ultimately, it was found that the device was trapped via the suture being stuck in the suture bearing. The suture was broken, freeing the device. The sutures of two new prostyle were successfully pre-placed. The sheath was upsized to a 23f sheath and the leadless pacemaker implant procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.